Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate and an irrigation issue occurring during use on the patient. It was initially reported by the customer that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on the patient. The customer's reported intermittent or low irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 2-jul-2025, additional information was received indicating the suspected device of the reported flow/irrigation issue was the tubing. The issue was not noticed before use on the patient, it was noticed during use. The pump showed a bubble error. There was no issues with flow rate change at the start of ablation and there was no physical damage to the device. The correct catheter settings were selected on the generator. Based on the new information which reported the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 8-aug-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate and an irrigation issue occurring during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and no issues were observed. Tubing was irrigating correctly, no occlusion or issues were observed. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use contain the following information: inspect the sterile packaging and tubing set prior to use. Do not use if opened or damaged. Do not reuse, reprocess or resterilize. Reuse, reprocessing, or resterilization may compromise the structural integrity of the device and/or lead to device failure. Verify that the tubing set is free of leaks or defects. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).